Event description:
Patient arrived at clinic on (B)(6) 2024 with noted damage to outer casing of the modular cable and white power lead on the primary controller. Modular cable and primary controller replaced. At same visit, the backup controller was being tested and an ebb fault was noted. No data would transmit to the monitor. Ebb and controller replaced.